Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that since starting use of the tandem pump, the customer experienced continuous elevated blood glucose (bg) levels up to 487 mg/dl. Insulin pens were used to address bg level. Customer believes that the cause of the bg level was due to an issue with the pump. However, the specific cause could not be provided. The customer performed cartridge and infusion set changes and did not observe any leaks or air bubbles. Reportedly, the customer had an alternate method of insulin delivery available.